Manufacturer narrative:
The unit had an intermittent up and down button response due to a corroded keypad. The unit had a minor scratched lcd window, a cracked case at the display window corner, cracked battery tube threads, a cracked belt clip slot, and a broken reservoir tube lip. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called in to report an unresponsive keypad. The device was replaced. No further details were provided.